Event description:
Hill-rom received a report from the technician stating that the hooks have detached form the lift. The lift was located in the (B)(4) office. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the screw holding the hooks in place was defective. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The technician replaced the hook and the screw according to instructions. Based on this information, no further action is required.